Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an orthopedic procedure. During the procedure the tip of the depth gauge broke and was disengaged from the handle. There were no fragments generated. There was a five (5) minute surgical delay. The procedure was successfully completed with no patient consequence. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6- visual inspection: depth gauge for 2.0mm and 2.4mm screws was received with the needle broke off from the slider. Upon visual inspection, it was observed that the needle completely separated with the slider and also found to be bent. Thus, the complaint is confirmed. It was also observed that the protection sleeve component is missing / was not returned. The received condition was determined to agree with the complaint description. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The raw material was confirmed to be correct per the specification with no relevant non-conformance noted. The depth gauge for 2.0mm and 2.4mm screws (319.006) is a reusable instrument available in at least 14 systems used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: the diameter of the proximal end of the needle near breakage measured 1.24mm which is within specification of 1.25mm +0/-0.05mm the width of the distal tip of the needle near bends measured 0.79mm which is within specification of 0.8mm ± 0.05mm. Material review: the design specified the needle component to be manufactured from 316l extra hard stainless steel. The raw material was confirmed to be correct per the specification with no relevant non-conformance noted. Investigation conclusion: a visual inspection observed that the needle of the slider was broken, and the needle was also bent. It should be noted that the missing protection sleeve component has primary function of protecting the needle component from damage. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based upon these results, no corrective and/or preventative action is proposed. Device history lot: part number: 319.006, synthes lot number: ft00169, supplier lot number: ft00169, release to warehouse date: (B)(6)2016, manufacturing site: synthes monument , supplier: (B)(4). No ncrs were generated during production. The raw material was confirmed to be correct per the specification with no relevant non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.